Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.

Event description:
The customer reported seeing both condensation and fluid within the shell of the pod. After the pod was applied, his bgs remained high (262-335mg/dl) over the next 11 hours. A manual insulin injection was administered to counter the high bgs. The pod was removed and replaced and will be returned for evaluation.